Event description:
Pt was having revision unicompartmental arthroplasty of right knee. Placed cutting guide with 2 spring pins. The lateral spring pin broke leaving the pin within the lateral aspect of the knee. Pins from zimmer 4 in 1 femoral instrument pan on loan from zimmer company. No harm to pt to leave pin in place per md -more harmful to attempt to remove.

Event description:
The catalog number of the device was not reported. The lot number of the device was not reported. The co has not submitted a medwatch report for this event. The event description section of the voluntary report does not report a serious injury has occurred and the product problem section indicates the device remains implanted and there was no harm to the pt. No additional information is available to zimmer. If additional information and/or the device become available, co will review this information to determine whether a medwatch report should be submitted.